Event description:
It was reported that a pt underwent a CABG procedure on (B)(6) 2012 and suture was used. During the procedure, the needle pulled off the suture. It was reported that this required intervention to prevent permanent impairment or damage as failed anastomosis occurred. Add'l info has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.